Event description:
An allen medical sales representative reported that he was informed by surgical personnel of two cases of post-surgical neuropathy after the use of allen hip wingset body positioners at (B)(6). The condition was said by the reporter to have been caused by incorrect placement of the devices in both cases, as surgical positioning best practices had not been followed (the wingset pads were positioned to support the upper thigh rather than the hip per product design). No details pertaining to patients, type or duration of surgery, product unit serial numbers, duration of symptoms, etc. Were provided by the reporter and could not be obtained by the sales representative. The sales representative was not able to provide contact information for the initial reporter. The device was not made available for inspection. A follow-up medwatch report will be submitted if additional pertinent information is obtained.